Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and patient condition was good.